Manufacturer narrative:
The review of production documents is not possible at this stage, as product details are unknown. A final report will be submitted after the investigation.

Event description:
Shoulder revision surgery, complaint source reported "revision of a 360 implant". A custom-made device was requested by the surgeon. The patient is female, date of birth (B)(6) 1950. No further information is available so far. This event occurred in germany.